Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced polymicrobial peritonitis manifested by diarrhea, vomiting, abdominal pain and cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On the same day as the onset, the patient was treated with cepahlotin (1 gram, was discontinued after two days), amikacin (100mg and was discontinued after two days). Three days later, the patient was treated with vancomycin (1gram and ongoing) and ciprofloxacin (500 mg per 14 days) for the event. At the time of this report, the patient has not recovered from the event. Pd catheter was removed and pd therapy was discontinued. No additional information is available.